Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented dissatisfaction stated they were unable to use device. Computed tomography scan showed potential air in the device. Upon removal, a small leak was located in the tubing near the pump. The cylinders were also folded over themselves in the corpora. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100425100. Model/catalog description: reservoir flat iz 100 ml. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.